Manufacturer narrative:
Complaint details: on 02/22/2021, the customer at anderson regional med ctr reported the following issue with pu-621ra; (B)(6), from patient monitoring: cns did not alarm audibly or visually for this high hr. The high limit for the hr is set to 130 bpm but did not alarm for 154 bpm. Investigation summary: the root cause could not be determined from the information available. The probable cause of the issue was considered to be incorrect device being viewed for the reported patient, since the same alarm was reportedly displayed for a telemetry device labelled remarkably close to the reported transmitter. (N.tel.282 vs n.tel.283) the overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was probably caused due to erroneous screening of the incorrect transmitter.

Event description:
The customer reported that their central nurse's station (cns) did not alarm audibly or visually for this high hr (154 bpm). They expected an alarm would be tachycardia or ext tachycardia. The high limit for the hr is set to 130 bpm.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm audibly or visually for this high hr (154 bpm). They expected an alarm would be tachycardia or ext tachycardia. The high limit for the hr is set to 130 bpm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/08/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) did not alarm audibly or visually for this high hr (154 bpm). They expected an alarm would be tachycardia or ext tachycardia. The high limit for the hr is set to 130 bpm.